Event description:
Reportedly, on (B)(6) 2025, the message "bad implant" is displayed when it is tried to read the patient device. Also, the values did not load and the screen was frozen. Another tablet was used after and it worked normally.

Manufacturer narrative:
Historical data analysis permit to determine that the reported issue is due to a corruption of xml file. Investigation summary: corruption of platinium xml registry file after a battery removal. This issue will be managed with the following enhancement: [improvement] ensure seamless software operation despite configuration file corruption (azure ticket #(B)(4)). Also, the bad implant message is not well translated. This is a known issue: fix translation issues (azure ticket #(B)(4)). To fix the issue, smartview 3.16 or 3.18 software can be re-installed. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.